Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during drain one, while the hp was connected. The hp stated that there was water all over the floor. The hp refused to try to locate a possible leak. The technical service representative (tsr) had the hp cycle the power in order to clear the alarms. The tsr explained that the supplies were compromised and advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.